Event description:
It was reported that while the ventilator was connected to a patient, intermittent, "o2 high" and "airway pressure high" alarms were observed. Also, the fio2 value fluctuated during these alarms. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No problem was found and no parts were replaced. Evaluation of the device logs showed that there were no technical alarms during the reported event that would indicate a malfunction in the ventilator, and pre-use checks tests prior to, and after the event, passed without deviations. The logs confirmed the reported alarms. The log showed that the measured o2 concentration slightly had exceeded the set o2 value by more than 5 vol.%. Together with the reported alarms, frequent alarms for volume delivery restricted and pressure delivery restricted were also generated. The set ventilation mode was simv prvc (pressure regulated volume control). In a prvc mode the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to the set upper pressure limit. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set upper pressure limit. The alarms for high pressure and volume delivery restricted is related to, the parameter and alarm limit settings for the chosen ventilation mode and the actual patient or an increased pressure in the patient circuit. The alarm for pressure delivery restricted is generated when the inspiratory flow exceeds the allowable inspiration flow range and it indicates a leakage situation. The cause of the generated alarms has not been determined, but the conclusion is that there was no ventilator malfunction at the time for the event.

Event description:
(B)(4).